Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 500 mg/dl and 151 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.